Event description:
A nurse at a diabetes clinic opened a new carton of test strips and found the cap open on the bottle. The test strips were not used, so no adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results.